Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device, the unit exhibited no image due to faulty printed circuit board and ventilation system issue. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset high definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, the lcd monitor exhibited no image. This report is being submitted for the event found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.